Manufacturer narrative:
Boston scientific received additional information that a lead revision was later performed. A fracture was suspected on the lead, and the lead was surgically abandoned and replaced. The lead is not able to be returned, so clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was non-physiologic in appearance. Lead measurements were noted to be within normal range. There were no pauses in pacing of greater than two seconds due to the oversensing of the noise. The device was reprogrammed and the lead remained in service.